Manufacturer narrative:
The device history record (DHR) for the lot indicates no defects were found in visual samples inspected from the lot. There were two samples returned for evaluation for this complaint. The samples were visually inspected. One sample appeared to have the side of the hub scratched through and the second hub appeared to be split. The reported condition is confirmed. The complaint file contains insufficient evidence to determine a most probable root cause of the split hub. The most likely root cause of the scratched hub is the hub loader. Awareness training for damaged hubs was completed and a new assembly machine is being installed and validated. This information will be utilized for trending purposes to determine the need for additional corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports 61 split needle hubs were identified.